Manufacturer narrative:
The event occurred over the last seven months. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia cassettes had patient line green caps that were loose or fell off during preparation as the lines were being straightened out. This was observed during setup of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two (2) companion samples were received for evaluation. One (1) companion sample was evaluated. A visual inspection was performed and the green pull ring cap was found attached to the patient luer, was not loose, and met product specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.